Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated the 2.75x12mm, 90% stenosed lesion of the distal right coronary artery (rca). Treatment consisted of predilation and placement of a 2.75x20mm study stent resulting in 0% residual stenosis. A 2.5x12mm non-study taxus liberte stent was also placed in the proximal left anterior descending (lad) during this procedure. The patient was discharged on asa and clopidogrel. The patient returned in (B)(6) 2009 due to 80% in-stent restenosis of the proximal lad. Treatment consisted of cutting balloon angioplasty resulting in 0% residual stenosis and timi 3 grade flow.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4): device not returned for analysis.